Event description:
Add'l info received from MFR 4-3-03: letter contains info concerning an adverse event experienced after implantation of carticel (autologous cultured chondrocytes). Genzymes biosurgery manufactures carticel under a biologics license application and adverse event reports are submitted per 21 cfr 600.80. The info they received regarding the referenced event was submitted to the center for biologics evaluation and research on march 11, 2003 on medwatch form 3500a.

Event description:
Pt had surgery for anteromedialization and bipolar patellofemoral autologous-cultured chondrocyte implantation deep microsuture periosteal patches. The next day developed fever, pain, and elevated white count to 27,000. Diagnosed as septic joint in operative knee. Open debridement and removal of the carticel cells implant one day later.